Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a torn cable. The issue was identified at reprocessing. There was no patient involvement.

Event description:
It was reported that the subject device had a torn cable. The issue was identified at reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor water-tightness of cable unit, metal part was exposed, scope mount cannot be secured in position. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: metal part were exposed due to poor water-tightness of cable unit and the scope mount cannot be secured in position due to damage on adapter. The event can be prevented by following the instructions for use which state: never clean, disinfect, sterilize or store this instrument together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to address the change in the cause of the malfunction. Corrected fields:h6 based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.